Event description:
During service by baxter, the infusion pump was found to contain an inoperable pump head module keypad (no keys work). No pt injury or medical intervention had been reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become available. This report represents all info known by the reporter at this time.